Event description:
The consumer reported that the time of loss in relation to the implantation was before prosthetic restoration, primary stability was achieved, & the dr does not know what osseointegration is.

Manufacturer narrative:
The consumer reported that the time of loss in relation to the implantation was before prosthetic restoration, primary stability was achieved, & the dr does not know what osseointegration is.